Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when ending the programming session the doctor's tablet displayed a pop-up window saying that all the devices information would be erased. When the doctor interrogated the patient's device using the tablet again all of the programming info was gone. Had to re-input all info in setup and parameters. The patient was dyskinetic. Diagnostics/troubleshooting included testing impedances which was normal. The issue is reported to be resolved.